Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient received inappropriate shocks for rapid atrial fibrillation. The implantable cardioverter defibrillator was explanted and replaced. No further information was available.

Event description:
New information available on (B)(6) 2018 states that, the patient was stable before, during and post procedure.